Event description:
A malfunction with code malf 9 was reported by the customer, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happens again.